Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found that required full analysis. Concomitant medical products: 419388 lead, implanted: (B)(6) 2005.

Event description:
It was reported that a systemic infection occurred. The patient's cardiac resynchronization therapy defibrillator (crt-d) system was explanted and antibiotic treatment was administered. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.